Event description:
The lead was explanted and replaced due to high impedance, oversensing, an apparent fracture and inappropriate therapy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned for analysis. The lead was explanted and replaced due to high impedance, oversensing, an apparent fracture and inappropriate therapy. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.